Event description:
It was reported that cartridge change errors occurred with multiple cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer opted out of troubleshooting, requesting documentation for insurance purposes instead.